Manufacturer narrative:
Updated e1 initial address 1: (B)(6). Updated e1 initial address 2: (B)(6). Updated e1 initial reporter city: (B)(6). E1: initial reporter facility name: (B)(6) hospital.

Event description:
It was reported that stent damage occurred. The patient presented with vertebral artery stenosis. A 6.0mm x 14mm x 150cm express vascular sd stent was selected for use. During unpacking, it was noticed that the stent was kinked which could not be implanted into the patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Event description:
It was reported that stent damage occurred. The patient presented with vertebral artery stenosis. A 6.0mm x 14mm x 150cm express vascular sd stent was selected for use. During unpacking, it was noticed that the stent was kinked which could not be implanted into the patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that stent damage occurred. The patient presented with vertebral artery stenosis. A 6.0mm x 14mm x 150cm express vascular sd stent was selected for use. During unpacking, it was noticed that the stent was kinked which could not be implanted into the patient. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.

Manufacturer narrative:
(B)(6). E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: returned product consisted of an express sd balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed that the distal end of the stent strut is lifted up. Inspection of the remainder of the device presented no damage or irregularities. Product analysis found that the stent is lifted up.